Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was "stiff and hard to press". There was no reported adverse impact to the customers blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.